Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information reported that the device was removed and replaced on (B)(6) 2019.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of a battery performance alert. Analysis was normal. No anomalies were found.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Patient was asymptomatic.